Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a continu-flo solution infusion set where it's not possible to back-prime. In the oncology center, the customer use add-a-line and on adding this to the clear link injection port the customer was unable to back-prime despite un-doing and re-trying several times. It is unknown when this event occurred. There was no patient injury or medical intervention associated with this report. No additional information was provided.